Event description:
It was reported that the device would not power up. No patient involvement. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device. The 20 amp breaker - on/off switch was in the off position. The switch was reset, successfully tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional information becomes available.